Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, missing shell (0-25%), red particles in the shell, partial delamination on the plug strap disk shell and crease fold. A microscopic analysis was performed which identified: one opening sharp on the anterior, one opening striated on the posterior, broken striated on radius and partial delamination on the plug strap disk shell. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening due to an unidentified (tear) opening. One striated opening due to surgical damage consist in the use of some surgical tool. Partial delamination on the plug strap disk shell (adhesive failure). A striated broken on radius due to surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.